Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. As per sample evaluation results received on 05jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed a failed mixing pump through patient data and during decon. Mixing pump was serviced during the pm process. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for a error 80 (non-recoverable system error). A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000 hour service and a loaner.